Event description:
Event description guidant received information that this fineline lead has an impedance >2500 ohms, an x-ray shows that the lead is completely severed. Call was made to ts for guidance on removing the lead.